Event description:
Technical services confirmed the programmer software results in a diagnostic discrepancy and overestimated the longevity of the device and indicated the device was at eri; however, there was no indication of premature battery depletion.